Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified upper arm vessel. After a non-bsc stent was deployed, a 6.0mmx40mm, 75cm mustang¿ balloon catheter was advanced for post dilation. The balloon was inflated five times at 10 atmospheres, 12 atmospheres, 18 atmospheres and at 18 atmospheres. However, upon the fifth inflation, at 18 atmospheres, the balloon ruptured after being inflated for 30 seconds. The procedure was completed with this device. No patient complications were reported and the patient's status was good.